Event description:
The customer reported that during a patient event, their device failed to deliver a defibrillation shock to a patient. The customer indicated that when the first responders arrived, CPR was started immediately. When the second truck arrived on scene, the AED was connected to the patient. The device was connected to the patient and the defibrillation energy was charged however, the device failed to deliver the shock two separate times. A backup device (philips) was connected and successfully delivered one defibrillation shock to the patient. The patient did not survive the event.

Manufacturer narrative:
The customer advised that when they observed the battery post event, the battery level was depleted; however prior to the event, the device battery level indicated one bar. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Recall: 3015876-05/01/2014-001c. Physio-control received additional information which confirmed this event is not related to corrections/removals number 3015876-05/01/2014-001c. Physio-control performed an evaluation on the electronic download from the device and determined that the previously reported information of the device battery being depleted was false as the download indicates the battery life showing nearly full (4 bars). The downloaded patient event also indicates that the two shock attempts each show ¿shock abnormal¿. Physio-control evaluated the device and was unable to duplicate the reported failure to deliver energy. Once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use. The cause of the reported issue to deliver defibrillation energy could not be determined.

Manufacturer narrative:
Physio-control performed an updated clinical review of the reported event and concluded that the device use may have contributed to the death of the patient.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). The customer provided information indicating that the patient was male. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.